Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 700 mg/dl and ketones a healthcare provider deemed life threatening. Customer was treated with intravenous fluids of saline and insulin as well as magnesium and a "blood thinner" to resolve the issue. Customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.